Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All buttons functioned properly. No damage in the keypad assembly was noted. No stuck button alarm during testing. No unlocked keypad connector during visual inspection. The button keypad are not blocked. The pump passed the leak test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device buttons were blocked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.